Event description:
The representative later reported that the resolution of the event included part of the catheter replaced. No product would be returned for device analysis. The patient was receiving effective therapy. No further information was provided regarding the catheter patency. Should additional information be received a supplemental report will be filed.

Event description:
On 2015-12-29 additional information was received from a consumer via a company representative. The therapy was ongoing.

Event description:
It was reported that in the first week of (B)(6) the patient showed signs of underdose including stiffness. Surgical exploration/revision revealed a kinked catheter. The surgeon untangled a kinked/twisted pump catheter segment and there was inquiry as to how to check for patency following the untwisting/unkinking. The caller noted that the catheter ¿seems fine.¿ no patient symptoms were reported. The serial of the patient¿s pump was not available. The patient was receiving lioresal of 500 micrograms (mcg) with a daily dose of 75 mcg. Additional information was requested to clarify results of troubleshooting patency, resolution, status of product and the patient, and serial of the catheter. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical product: product ID: 8782, lot# unknown, product type: catheter. (B)(4).